Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported, the infusion sets cannula bent upon insertion. Patient stated, she removed the infusion set and used a different type of infusion set from then on. Patient reported, it didn't affect her blood glucose level. Patient stated, there was no leaking and no issue removing the site. Patient manually inserted the infusion set. Patient stated, she noticed the issue immediately. Patient discarded the alleged infusion set. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.